Manufacturer narrative:
This device is used for treatment, not diagnosis. Implant date reported was (B)(6) 2010. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
A hospital in (B)(6) reported a plate was implanted in (B)(6) 2010. Patient was returned to the o.r. On (B)(6) 2011 for removal. During the removal procedure it was noted that 2 screws could not be removed from the plate. The procedure was stopped at this point. On (B)(6) 2012 the patient was again returned to the o.r . The screw heads were drilled out and the plate was removed bit by bit. Part of the screws remained in the patient. The consequence of this occurrence was the necessity to take the patient once again with general anesthetic to remove the plate and the remaining screws. This report is #2 of 2 for the same event.